Event description:
During a bronchial artery embolization, the coil and coil pusher got stuck in the microcatheter while being advanced using the coil pusher into the microcatheter. The physician removed the whole system as a unit from the patient's vessel. The coil introducer and microcatheter appeared normal when removed from the packaging and was inspected. Resistance was felt during advancing the coil into the microcatheter. Continuous flush was maintained within the microcatheter. The physician continued the procedure with a new microcatheter, coil, and new coil pusher. There was no adverse consequence to the patient.